Event description:
An endurant stent graft system was implanted in a patient for emergent endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as the aortic bifurcation measures 20x22mm in diameter. It was reported that the one month follow up CT revealed that the right ipsilateral limb was occluded. It appears that left iliac limb has reduced/compressed the diameter of right limb. There was still some perfusion. The physician elected to implant a 16x16x124 iliac limb and the blood flow was restored. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).